Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was reported that awltiptap instrument was blocked in the navlock instrument due to the use of the powerease tool. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system during a spinal fusion procedure. It was reported that the awl-tiptap was blocked by the navlock. The instrument was used with the powerease and powerease adapter. Another navlock was brought without resolve. The surgery was completed with less than an hour delay with no patient impact.

Manufacturer narrative:
Correction: UDI number.